Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported hypotube separation appears to be related to circumstances of the procedure. There was no damage noted to the balloon catheter during the inspection prior to use. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation, a 2.0 x 8 mm nc trek balloon catheter was advancing through a tuohy valve. However, the mid shaft separated; therefore, another unspecified nc trek balloon catheter was used to successfully complete the procedure. There was no patient involvement. No additional information was provided.